Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. The device functioned properly after unplugging and plugging the battery tube connector into connector interface board. Off no power, weak battery or low battery alarms were not verified due to failed battery test. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has multiple battery issues. Customer's blood glucose reading was 97 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)